Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed weak battery, had batteries that lasted less than a week between replacements, and had a battery cap that could not be removed. The blood glucose reading was 210 mg/dl. The customer's mother stated that she had tried fresh batteries, but the issues had not been resolved. She stated that the battery cap was stripped and would not come off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.